Event description:
The customer was hospitalized with high blood sugars. During the troubleshooting the pump alarmed a-35. Instructed the customer to clean the leadscrew with the brush provided and the pump tested ok.